Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a poor o-ring sealing on the white blood cell (wbc) bath aperture 3. The fse replaced the wbc bath and the o-ring to resolve the leak. The fse verified the repair as per established procedures and no further leaks were observed. (B)(4).

Event description:
The customer reported a leak from coulter lh 780 hematology analyzer. The customer did not specify the volume of the leak but indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.